Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted a contact name was not provided. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that foreign materials, described as ''like vinyl pieces'', were found adhered to the intraocular lens(model zcb00v). Reportedly, the back up lens was used. There was no patient injury. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed loose fibers/particles on the lens related to the handling of the unit out of a sterile environment. No damage was observed to the lens optic or the haptics. The lens was analysed using the fourier transform infrared (ftir) spectroscopy. The results revealed that the foreign material is consistent with a cellulosic material (e.g. Cotton, rayon, lint, paper or wood products). The material is consistent with common materials used by protective clothing of production operators. Throughout the manufacturing processes there are various cleaning operations and 100% visual inspection utilizing microscopes that would have identified and discarded a product with a similar particulate, as required by the procedures. The manufacturing process is performed inside a regulated clean room class 6 that requires full gowning before entering the room. The manufacturing data confirms no process deviations that may lead to visible debris/particle deposition on the intraocular lens (iol) that may be undetected by the control process. The customer's reported complaint was verified, however, it could not be confirmed as a manufacturing deficiency, since the device was handled. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.